Event description:
(B)(4). Since device was put in had worsening pelvic pain in the right quadrant. Sever joint pain started since the essure was placed. Doctor had the essure removed by total hysterectomy, due to pain from a foreign object.